Event description:
It was reported that during a routine follow-up that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements due to an insulation issue. This was confirmed when observing the code 1003 report for the device. The rv lead was reprogrammed from bipolar to unipolar, and pacing impedance measurements returned within normal limits. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.